Event description:
Reportedly, device displays a very low signal amplitude on v channel.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The review of provided data of 31 december 2023 revealed: - ventricular sensed events are displayed with amplitude around 8mv. Signal after ventricular pacing bv is low but a t wave is visible, as shown for example on the recorded episode mode switch dated 30 oct 2023 00:42. - no issue suspected on ventricular capture - there is no telemetry or display issue. - the rv lead impedance is slightly decreasing since at least september 2023 (from 500 to 378 ohms.) - the origin of the low signal could not be determined with certainty, it may be due to the position of the ventricular leads. - based on provided information, no general malfunction is suspected on the gali device. - a careful monitoring of the ventricular lead is recommended - this case is retained and utilized for trend purposes.

Event description:
Reportedly, device displays a very low signal amplitude on v channel.